Event description:
The customer was hospitalized for low bgs. The customer mentioned having problems with the tubing and having late meals. The prime technique and insulin concentration were correct. Troubleshooting was performed. The programming and histories on the pump were correct. Suggested the customer call md to discuss possible causes for low bgs.